Event description:
A trilogy 100 device was returned to the third-party service center for evaluation. No medical intervention was specified. The device was not reported to be in clinical use. The trilogy 100 was returned and evaluated by third party service center. The device evaluation included device testing regarding the active exhalation proport valve that failed. The active exhalation valve needs to be replaced to address the issue. No repairs were done. The customer requested the unit to be sent unrepaired. The device will be processed as unrepaired.